Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer's blood glucose level was unknown. Troubleshooting for air bubbles anomaly was performed. Customer advised they had air bubbles after 1-3 hours and they were not sure if there was fluid inside of the insulin pump. Customer was advised that a replacement infusion reservoir would be sent out and they agreed to return the products for further analysis.